Manufacturer narrative:
Batch review performed on 03 december 2024. Lot 2403638: (B)(4) items manufactured and released on 27-feb-2024. Expiration date: 2029-02-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional component involved and revised: batch review performed on 03 december 2024. Mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2348563: (B)(4) items manufactured and released on 22-jan-2024. Expiration date: 2029-01-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 4 months after the primary, the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the medacta head with medacta head and revised cup and liner with competitor's. The surgery was completed successfully.